Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the device keeps rebooting. There was no pt involvement.